Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: g1 contact person ¿ mfg site. Since the power up failure was only due to the expired battery and the unit was having satisfactory working on mains and the safety disk was also expired, so this is not a valid complaint and need cancellation.

Manufacturer narrative:
Due to character restrictions in block e1 event site name is government (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by the customer that cs300 intra aortic balloon pump(iabp) was not switching on. There was no harm or injury.